Manufacturer narrative:
The ge healthcare service technician replaced the defective power switch to resolve the issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service technician performed a checkout of the system and found that the system would reset when cap above power switch is flicked. There was no report of patient involvement.